Event description:
It was reported that, "the patient developed hypopyon and intraocular infection and required secondary surgical intervention (vitreous aspiration and vitrectomy) following implantation of the memory lens. Post-operatively, the pt developed endophthalmitis. The lens remains implanted. The physician does not feel these events are lens related. The patient's condition is stable."